Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Physio-control reviewed the downloaded device data and was able to verify the device power cycled twice on the event date, after the code-summary button was pressed. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had power cycled during patient use. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, the customer could not provide any additional information.

Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report indicates: blank section e1 initial reporter postal code of the initial medwatch report should indicate: (B)(6)

Event description:
The customer contacted physio-control to report that their device had power cycled during patient use. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, the customer could not provide any additional information.